Event description:
It was reported that an alert sounded for superior vena cava impedance higher than 100 ohms. It was noted that all trends jumped on that one day. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One high resistance/impedance patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011 02:15:02. The daily hv-lead impedance trend data shows varying impedance and increase for svc defib from 80 to 102 ohms range between (B)(6) 2011 and (B)(6) 2011.